Event description:
Dealer states the footboard is not staying up. Dealer also mentioned they were having a hard time using the transport brackets, so she is not sure if they are still on the chair or not. Dealer did not remain on the call to provide more information.